Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. : it was reported on (B)(6) 2011, the patient had cystoscopy due to enterocele and rectocele, stress urinary incontinence and gross hematuria a surgical correction is planned. No additional information provided at this time. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, and dyspareunia. It was reported that the patient underwent colonoscopy in 2010. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/15/2017. Patient codes: (B)(4)hematuria, (B)(4) urgency, (B)(4) urinary frequency, (B)(4) adhesions, (B)(4) recurrent prolapse, nocturia. It was reported that following insertion the patient experienced hematuria, recurrent prolapse, urgency, urinary frequency, nocturia, and pelvic adhesions.